Event description:
A us distributor contacted zoll to report that the lifevest monitor fell on a patient's foot and broke it. The patient went to the hospital and was put in a cast. Outcome of the broken foot is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.